Event description:
Initial report: this spontaneous case was reported by a customer and involves a female pt. The pt was treated with poly-l-lactic acid (sculptra) for cosmetic procedure (corner of the mouth augmentation) since (B) (6) 2008. Three months after application ((B) (6) 2010), the pt recognized small skin nodules which were increasing. It was possibly collagen tissue. Probably too much poly-l-lactic acid was administered. The question came up, if a corrective treatment with cortisone injections intralesionally could be performed and which risk this therapy could have. At the moment the reaction had improved and the sin nodules are non-visible. The pt has refused the suggested therapy. Follow-up info received on 4-feb-2010 /assessment after ptc investigation: batch record review without hint to root cause conclusion: no faults detectable. Additional info received on 15-mar-2010 from physician: this case involves a female pt who had been treated with poly-l-lactic acid (sculptra) on (B) (6) 2007, (B) (6) 2007, and (B) (6) 2008. On (B) (6) 2008 a formation of nodules at injection site (visible tactile; location: chin, corner of mouth, nasolabial) was detected for the first time. No corrective treatment was performed. Outcome: unk (no further contact with customer).

Manufacturer narrative:
As per (B) (4), this is considered a trivial event and not reportable. To'b 01-20-10. On 05-feb-10, device qc check performed. To'b 23-mar-10, (B) (6) feels this case is reportable. Therefore it will be reported.